Manufacturer narrative:
The reason for this revision surgery was to remove the patient's metal-on-metal liner per their request. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. Numerous attempts were made to obtain the information; however this information was not made available. The root cause for the revision was to remove the metal-on-metal liner; no other information was provided.

Event description:
Revision surgery - the metal-on-metal liner was removed per the patient's request.